Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-06482.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.